Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited post-operative high thresholds. Less than optimal sensing was also observed. An attempt was made to retract the helix with no success. The entire body of the lead had to be turned to release the helix from the tissue. The lead was removed and replaced. No patient complications have been reported as a result of this event.